Manufacturer narrative:
On 23-jan-2020, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Per the mre, device manufacturing date 01-oct-2003 and expiration date 31-oct-2007 were added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unspecified breast surgery with a 300cc mentor smooth round moderate profile saline breast implant and experienced postoperative right-sided deflation. As a result, the patient underwent explantation without replacement on an unspecified date.